Event description:
A malfunction alarm was reported, specifically labeled as malf 12. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with an unspecified "high" value noted. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) without requiring third-party assistance. Technical support provided instructions for resetting the pump, which resolved the malfunction as it did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared, which the customer understood.